Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -01.50/+2.0/089 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and refractive (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).